Manufacturer narrative:
Investigation summary: DHR: according to the DHR review process; the result showed there were no issues reported like missing lids, lid broken and lid closed during the manufacturing process of the lot number reported under this customer complaint. Investigation according with the complaint report and pictures provided, several damages and missing lids were found on the container ordered by the customer. As per complaint problem description, the container was ordered through distributor henry schein which in previous investigations it was confirmed that they are performing an additional repackaging to perform partial sales when flex is using a standard pack required by becton dickinson within the buy specifications. Due to evidence from original box was not provided by customer, it was concluded that there is no enough evidence to determine the root cause of this issue since these kinds of issues could be generated due incorrect handling and/or incorrect packaging. Potential root cause: 1.non-controlled method to perform repackaging. 2.product damaged during the shipment or distribution. 3.not suitable packaging used to ship partial sales.

Event description:
It was reported that 4 sharps coll 6gal red 1103 non-vent cap experienced missing lids. The following information was provided by the initial reporter: material no: 305457 batch no: 8213927. Event description per attached email states, "4 lids missing - 305457 / batch # 8213927."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 sharps coll 6gal red 1103 non-vent cap experienced missing lids. The following information was provided by the initial reporter: material no: 305457, batch no: 8213927. Event description per attached email states, "4 lids missing - 305457 / batch # 8213927".